Event description:
It was reported that the patient presented to emergency medical service experiencing syncope with heart rate of 20 that did not get consistent report on telemetry. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention had been reported.